Event description:
An update was received indicating the date of the patient's last generator replacement, where the patient's m101 was replaced with a m102. The lead information was still unknown, however it is noted that the suspect lead device was likely implanted on this same date as a m101 to m102 generator replacement would require a change in leads from a dual-pin lead model to a single-pin lead model. Follow-up from the surgeon's office indicated that the patient was not scheduled for a lead revision. No further relevant information was received to date.

Event description:
It was reported from a patient that an x-ray showed he had two sets of leads implanted. The patient stated that these leads were bothering him and has planned for lead revision. The patient was known to have had his vns generator and lead explanted on 2008. A new generator was implanted (B)(6) 2018, although it is unknown if a new set of leads were implanted at this time as well. No surgical intervention has occurred to take. No additional or relevant information has been received to date.

Event description:
Information was received regarding the suspect device.

Manufacturer narrative:
Event description. Corrected data. Initial report inadvertently stated that it was unknown if the lead was replaced in the (B)(6) 2018 surgery. Initial report inadvertently did not provide the programming history data. Initial report inadvertently did not provide the programming history data which indicated high impedance was observed shortly after a battery replacement surgery. Initial report inadvertently did not provide the programming history data which indicated high impedance was observed shortly after a battery replacement surgery.

Event description:
No leads were revised on 01/08/2018. A programming history review was reviewed for the implanted device. Diagnostics were found indicating high impedance shortly after the device was implanted. Diagnostics performed with the currently-implanted generator were received, indicating low output current status and high impedance. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data. Supplemental report #3 inadvertently captured the report of high impedance. This event was determined to be unrelated to the reported event of pain and is now captured in mfg report 1644487-2018-01429.

Event description:
It was determined that the event of pain and high impedance, which were reported together in this report, were separate events as the pain was reported prior to the generator replacement and the high impedance event occurred after the generator replacement where post-operation impedance values were documented to have been within normal limits. The report of high impedance and additional information related to the high impedance event will be captured in mfg report 1644487-2018-01429. No additional relevant information has been received regarding the report of pain.